Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive has received the monopolar curved scissors associated with this complaint and completed investigations. Failure analysis found the primary failure of scratched main tube extension to be related to the customer reported complaint. The instrument exhibited scratch marks/abrasions on the orange plastic/brown scratch marks measured roughly 0.1135¿ x 0.0485¿. There was not any material missing.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, monopolar curved scissors (mcs) was ripped near insulation. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.